Event description:
The ceramic tip of a mitek vapr angeld se electrode broke off during use. The contact reported that all the fragments were removed from the body and that no patient injury occurred as a result of this situation, however if this were to recur and the broken fragment not retreived, it is possible that patient injury could potentially occur.